Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy. However, occlusions continued and the customer called back to report ongoing issues. Tandem technical support replaced the pump, the customer continued to use the pump for insulin therapy with a backup plan if necessary.